Manufacturer narrative:
The introducer, pusher and implant were returned. The dispenser hoop, shrink lock and microcatheter were not returned. Investigation into the returned device found the implant still attached to the pusher. Upon further examination of the implant, the implant was found severely stretched. The marker band also appears slightly damaged as well, and was not seated in the strain relief. No further damage was noted on the strain relief and no burns were found that would indicate a thermal detachment. Inspection of the pusher found the hypotube kinked. No notable damage was found on the pusher. During electrical testing, the pusher was found in good condition and within specification. The reported complaint stated the implant was detached, however, the implant was found still attached to the delivery pusher. The implant was severely stretched and the damage is consistent with the device experiencing forces over specification, but the physical evaluation of the device could not definitively identify the conditions or circumstances that led to the damage. The microcatheter used in the procedure was not evaluated as a part of this evaluation, so the investigation could not determine if it had caused or contributed to the reported complaint. The root cause of the complaint cannot be determined.

Manufacturer narrative:
H11 corrections: (h1). (G3) - distributor. Deselect company representative.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer for evaluation. The analysis is currently underway. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with use of the device.

Event description:
It was reported that an embolization coil prematurely detached within the microcatheter. There was no reported patient injury or additional intervention. The current patient's condition was reported to be "normal."